Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused propofol during patient infusion (dose, programmed amount and delivery rate not reported). It was reported the patient was "not well sedated as the device was not infusing at the correct rate", which resulted in the patient ¿removing the tube¿ from their throat. The patient was re-intubated. The customer biomedical team was able to verify proper operation after running tests per the installation and maintenance manual. No additional information is available.